Event description:
Additional information received reported the diarrhea did not resolve.

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient (pt) did not feel stimulation. The therapy was on. There were no trauma/falls reported that could be related to this issue. Event date: asked, unknown. The pt says that she has had "4 attacks of diarrhea in the last 10 days, more frequently than before, but it still hasn't worked reliably", but pt wasn't sure if this happened in 2015 or 2016 (asked, unknown)- the pt had a "brain bleed situation in (B)(6) 2015 so my memory hasn't been good for about 10 months". The patient's stim was on, on program 4 and she was at 4.7v. The pt stated that the doctor wasn't "familiar with this" and doesn't want to consult with them, and wants to try a different program. Pt moved to program 1 and moved up to 1.7v and felt stimulation. Indications for use noted as: fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.